Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2021, before performing a myosure procedure the physician performed a hysteroscopy using an omni hysteroscope and observed a perforation. The physician confirmed the perforation before using the myosure inside the uterus but decided to continue with the procedure and performed a polyp resection with a myosure reach. The resection took 30 seconds, and the final deficit was at 700ml. The patient was not exhibiting any bleeding and was kept under observation after the procedure. The myosure reach did not have any involvement in the uterine perforation. The patient was in stable condition in the last report. No other information is available.